Event description:
Doctor reported event of "band leakage" from journal article: "long-term results after laparoscopic adjustable gastric banding in adolescent patients: f/u of the austrian experience", surg endosc (2011) 25:2993-2999.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."